Event description:
It was reported that the patient underwent a revision procedure due to small holes found at the tube connection at the balloon resulting in fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to small holes found at the tube connection at the balloon resulting in fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to small holes found at the tube connection at the balloon resulting in fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of hole/perforation and fluid leak was confirmed. Based on a review of all available information, the cause of the reported event was due to a pin hole leak in the balloon shell at the shell-adapter junction that is consistent with fatigue. Based on this investigation, the investigation conclusion code cause traced to component failure was chosen because a balloon malfunction was identified through product investigation and found to be the most probable cause of this event. The product analysis results, and event report provided no objective evidence that would warrant further no escalation. This conclusion is supported by the following objective evidence: